Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) it was difficult to prime. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle clog. According to the user's report, there were needles that the drug solution did not come out upon priming. With other needles, the drug solution came out with no problem.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) it was difficult to prime. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle clog. According to the user's report, there were needles that the drug solution did not come out upon priming. With other needles, the drug solution came out with no problem.